Event description:
Account reports "whilst administering 0.9% nacl via a non-needle bung into a central, the bung split, causing the port to leak". Additional information: states incident occurred on a pediatric pt, but no medical intervention was needed and there was no injury to the pt.